Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The device evaluation found an error code e222 and a color bar appeared due to a faulty cable. Moreover, additional findings of a faded label, damaged rubber, and failed leak test on the rear cover were discovered. A button was also observed to be discolored. A device history review revealed no issues. The device was shipped in conformance within specifications. This issue is addressed in the instructions for use (IFU): "if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation." Reference page 10 as per IFU. "If an abnormal endoscopic image or an abnormal function occurs but quickly corrects itself, the equipment may have malfunctioned. In this case, stop using the camera head because the irregularity can occur again and the camera head may not return to its normal condition. Stop the examination immediately and slowly withdraw the endoscope from the patient while viewing the endoscopic image. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, bleeding and/or perforation." Reference page 29 as per IFU. "If the endoscopic image on the monitor should unexpectedly disappear, or focus adjustment cannot be controlled, turn the camera control unit off and then on again. If the image still cannot be restored, immediately turn the camera control unit off. Disconnect the camera head from the endoscope and carefully withdraw the endoscope from the patient, while viewing through the endoscope¿s eyepiece. Keeping the endoscope inserted into the patient, feeding air/water, or performing suction or treatment without an endoscopic image is extremely dangerous. If an endotherapy accessory is being used, withdraw it in the safest manner before withdrawing the endoscope. In addition, be sure to prepare another camera head to avoid interruption of the procedure." Reference page 29 as per IFU. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the product was having an image problem during an unspecified procedure. There was no report of patient harm.